Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a display anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the top part of the screen is not visible. The customer stated that the clock battery and reservoir images are not visible on the top of the screen. The customer stated that once they enter the main menu, the top of the "main menu" is not visible. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump received with missing segments due to cracked and bleeding lcd glass. The insulin pump also received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.